Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that, "surgeon asked me to look over his shoulder to see if locking screw was sitting too proud. I walked from behind scrub table, looked and noticed immediately it was in fact too proud. I told him he could back the screw out, check it to make sure the threads were fine, and if they were, he could put the screw back in, if they weren't, we could just use another screw. I walked back behind the scrub table and he suddenly said, ¿ I just broke your screwdriver¿, and he put it on the scrub table for me to see. I had the scrub tech hold it up, and I explained that he didn't break the screw driver, he actually broke the small lip on the top of the locking screw. I asked him if he was backing the screw out when it happened, and he said, ¿no, I wanted to tighten it a little more to see if I could get it to seat better in the plate.¿ I then asked if he wanted to take the screw out because the screwdriver want broke, or we could use the extraction set. He rubbed the plate where the locking screw was and said, ¿this plate won't ever be coming out.¿ "